Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. On (b)(60 2019, the customer had a blood glucose level of 296 mg/dl at 4:00 am. The customer ate something, went back to sleep, and woke up with a blood glucose level of 32 mg/dl. The customer also reported that they had blood glucose levels of 80 mg/dl, 70 mg/dl, and 60 mg/dl and the insulin pump kept delivering insulin. The customer reported that the device was no longer alarming for low glucose alerts and they kept receiving insulin through automode. Auto mode was in use at the time of the incident. Troubleshooting was declined by the customer. The device will be returned for analysis and other device will not be returned for the analysis.